Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). The customer complaint of tip of the spike broke off was confirmed. A photo provided observed drip chamber spike was broken at the drip chamber tip. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported from the cardiovascular intensive care unit (cv ICU) that the tip of the spike broke off when the nurse was preparing a bag of amiodarone to begin a new infusion. Although it was noted that there was a delay in treatment, it was further confirmed during follow up, however; that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported from the cardiovascular intensive care unit (cvicu) that the tip of the spike broke off when the rn was preparing a bag of amiodarone to begin a new infusion. There was no patient harm.